Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the patient developed inflammation 3 weeks postoperatively. The patient is doing well on steroid treatment. The lens remains implanted. This report is for the right eye.

Manufacturer narrative:
Information pertaining to the event will now be reported under mfg # 9612169-2017-00195.(B)(4).